Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. The device failed rite electrical test due to earth leakage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause was determined to be malfunctioning power entry module and power switch. The power entry module and power switch were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.